Event description:
During a meniscal repair the t1 anchor from a fast fix device was successfully anchored. However, the surgeon was not able to complete the procedure because the t2 failed to remain anchored in the meniscus. As a result the t1 was left anchored and the t2 was retrieved from the patient. The surgeon successfully completed the procedure using a second fast fix device. There was no patient injury reported and a 10 minute delay resulted.